Event description:
The customer called to report that she was experiencing high blood glucose levels. Troubleshooting was performed and the insulin pump failed the prime test. Advised the customer to discontinue using the insulin pump and revert to a back-up plan.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. We therefore consider this report complete to the best of our knowledge. No conclusion can be drawn at this time.